Manufacturer narrative:
The forceps cev136 bipolar was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the device doesn't pass the electrical test. The black plastic part is burnt between the connectors. The handle is hard to use. After lubrication, it works properly. Root cause - the bad working of the handle is due to a lack of lubrication after reprocessing. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument despite of the recommendations of IFU nt058 : "check the cleanliness and operation of the instrument. Clean again if debris is present and remove from use any damaged instrument. Inspect components for any damage. If damage is observed, do not use the instrument until it is repaired." And "following cleaning, lightly lubricate instruments with movable parts."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2 which is linked to mfg report number 2523190-2021-00088. A facility reported that during use of the forceps cev136 bipolar instrument for laparoscopic liver surgery, smoke developed between the instrument and the cable. The procedure was completed with replacement device. There was no patient injury, however, the event led to increased unknown surgery time.